Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. The customer had experienced cartridge alarms with consecutive cartridges, and technical support confirmed this and decided to replace the pump.